Event description:
The customer reported problems with the acuity system acting slowly. The problem progressed over time and eventually the system became unusable in that it could not be activated. The reporter stated that the display showed the following error message. No patient-related information was made available.

Manufacturer narrative:
Note for results: cpu verified as functional. Hard disk drive had been removed from the cpu by the customer and therefore, no conclusion regarding root cause could be reached. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems computer (cpu) and related computer network peripherals. The device receives, analyzes and displays patient's vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The device's cpu device was returned for evaluation. However, the customer had removed the hard disk's drive (hdd) from the cpu. The hdd was not available for evaluation, and the customer informed us that he had reformatted the hdd and gave it away. The error message that was originally reported suggests that data residing on the hdd relating to the disk's identity code had become corrupted. Because the hdd was not returned, it was not possible to verify the reported problem or isolate its cause. A new hdd and was installed in the customer's cpu, software was reloaded, and the system then passed all performance tests. It was concluded that the cpu (excluding the hdd) was fully functional. No conclusions could be reached regarding the root cause of the failure because the hdd was not available for evaluation.